Event description:
The initial reporter received questionable glucose results for one patient tested with an accu-chek inform ii meter serial number (B)(4). Prior to patient testing, the customer confirmed qc was acceptable. At 16:32, the patient's meter glucose result was 405 mg/dl with a data flag. After the initial test, the same nurse tested the patient again and received a glucose result of "four hundred something." The time of measurement was requested but not provided. At 16:40, a different nurse tested the patient and the patient's meter glucose result was 254 mg/dl. The customer confirmed this was the only meter that was used for testing.

Manufacturer narrative:
The meter and test strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.